Event description:
New information notes the lead was capped and replaced on (B)(6) 2012.

Manufacturer narrative:
.

Event description:
It was reported that the patient presented to clinic for a routine follow up. It was noted that the atrial lead exhibited high out of range impedance and an increase of capture threshold. The lead remained implanted.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.